Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced low blood glucose. The caller stated that the sensor reading was high when her blood glucose was low. The blood glucose was in the 40 mg/dl range, but the sensor reading was in the 400 mg/dl range. The caller noted that the customer had been hospitalized due to an eye surgery and infection, which was unrelated to diabetes. The customer treated her low blood glucose with juice and food. The caller stated that there had been an incident in which the insulin pump went into threshold suspend mode when the customer had high blood glucose. He noted that the customer had been taken off the sensors nearly 2 weeks after that incident. The caller declined to troubleshoot the issue. No further assistance was needed.